Manufacturer narrative:
H6 coding has been updated to reflect completion of the investigation. H3 other text : no product returned.

Event description:
It was reported that a patient was revised approximately 2 weeks after implantation to address the migration of four oasys blockers. From the imaging provided, it was also observed that a tulip of one unknown oasys screw has disengaged. This report captures the unknown oasys screw.

Event description:
It was reported that a patient was revised approximately 2 weeks after implantation to address the migration of four oasys blockers. From the imaging provided, it was also observed that a tulip of one unknown oasys screw has disengaged. This report captures the unknown oasys screw.